Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels that ranged from 40 mg/dl to 50 mg/dl; customer consumed carbohydrates to address the bg levels. Customer was unsure of the cause of the low bg values, but alleged the settings may need adjustment. Recommendation was made to discuss diabetes management with a health care professional.